Event description:
It was reported that impedance readings above 40,000 ohms at 3.0 volts were seen on the 9-15 channel of a restore sensor. An image of the implantable pulse generator (ipg) showed that the lead was not aligned correctly with the contacts. Three more attempts were required to align the electrodes with the ipg contacts, including checking under ii to align the electrodes correctly. The final impedance check still had electrodes out-of-range, but this did not affect programming. The patient recovered without sequela.

Manufacturer narrative:
Lead: model: unknown, serial#: unknown, implanted: unknown, explanted: unknown.